Manufacturer narrative:
Manufacturing year is 2001. (B)(4). The clinic is reporting this adverse event only and declined service at this time. System manual has warnings related to changing gas cylinders and only trained and certified personnel should perform the exercise. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while replacing the gas cylinder the system had a gas leak and the alarm went off. The system operator fell ill afterwards and went to the hospital and required oxygen therapy for a couple of hours.